Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspnoea ("shortness of breath"), menstruation irregular ("irregular periods"), abdominal distension ("bloating"), hypoaesthesia ("numbness throughout her body"), dyspareunia ("painful intercourse"), pyrexia ("fevers"), migraine ("severe migraines"), vaginal haemorrhage ("vaginal bleeding"), fatigue ("extreme fatigue") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, abdominal pain lower, dyspnoea, menstruation irregular, abdominal distension, hypoaesthesia, dyspareunia, pyrexia, migraine, vaginal haemorrhage, fatigue and fibromyalgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dyspareunia, dyspnoea, fatigue, fibromyalgia, hypoaesthesia, menstruation irregular, migraine, pyrexia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: fallopian tubes were occluded. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/menorrhea"), pelvic inflammatory disease ("her entire pelvic region was severely inflamed") and genital haemorrhage ("abnormal bleeding") in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst. Concomitant products included fexofenadine (allegra) for multiple allergies. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("severe migraines"). In (B)(6) 2015, the patient experienced abdominal pain lower ("cramping"), fibromyalgia ("fibromyalgia"), pelvic pain ("pain"), headache ("head pain") and pain ("body pain"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), dyspnoea ("shortness of breath"), menstruation irregular ("irregular periods"), abdominal distension ("bloating"), hypoaesthesia ("numbness throughout her body"), dyspareunia ("painful intercourse"), pyrexia ("fevers"), fatigue ("extreme fatigue") and allergy to metals ("allergic to nickel/ allergic reaction to the essure device"). The patient was treated with hydrocodone, gabapentin, surgery (hysterectomy laparoscopic salpingectomy with removalof essure coils.), surgery (ablation, salpingectomy).essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, dyspnoea, menstruation irregular, abdominal distension, hypoaesthesia, dyspareunia, pyrexia, fatigue, headache and allergy to metals outcome was unknown and the abdominal pain lower, migraine, fibromyalgia, pelvic pain and pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, dyspnoea, fatigue, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, menorrhagia, menstruation irregular, migraine, pain, pelvic inflammatory disease, pelvic pain, pyrexia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2011 and (B)(6) 2011). Plaintiff states approximately 3 months after essure placement - hsg (hysterosalpingogram) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: fallopian tubes were occluded . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia . Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs received: event: abnormal bleeding was added and updated event onset dates. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/menorrhea"), pelvic inflammatory disease ("her entire pelvic region was severely inflamed"), genital haemorrhage ("abnormal bleeding") and rheumatoid arthritis ("borderline rheumatoid arthritis") in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst. Concomitant products included fexofenadine hydrochloride (allegra) for multiple allergies. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("severe migraines"). In (B)(6) 2015, the patient experienced abdominal pain lower ("cramping"), fibromyalgia ("fibromyalgia"), pelvic pain ("pain"), headache ("head pain") and pain ("body pain"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), dyspnoea ("shortness of breath"), menstruation irregular ("irregular periods"), abdominal distension ("bloating"), hypoaesthesia ("numbness throughout her body"), dyspareunia ("painful intercourse"), pyrexia ("fevers"), fatigue ("extreme fatigue"), allergy to metals ("allergic to nickel/ allergic reaction to the essure device"), malaise ("always sick"), arthralgia ("joint pain"), feeling abnormal ("brain fog") and rheumatoid arthritis (seriousness criterion medically significant). The patient was treated with gabapentin, hydrocodone and surgery (ablation, salpingectomy, hysterectomy laparoscopic salpingectomy with removal of essure coils. And underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, dyspnoea, menstruation irregular, abdominal distension, hypoaesthesia, dyspareunia, pyrexia, fatigue, headache, allergy to metals, malaise, arthralgia, feeling abnormal and rheumatoid arthritis outcome was unknown and the abdominal pain lower, migraine, fibromyalgia, pelvic pain and pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, arthralgia, dyspareunia, dyspnoea, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, malaise, menorrhagia, menstruation irregular, migraine, pain, pelvic inflammatory disease, pelvic pain, pyrexia, rheumatoid arthritis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 and (B)(6) 2011). Plaintiff states approximately 3 months after essure placement - hsg (hysterosalpingogram). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: fallopian tubes were occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia concerning the injuries reported in this case, the following one/ones was/were reported via social media: malaise, arthralgia, feeling abnormal, rheumatoid arthritis. Most recent follow-up information incorporated above includes: on (B)(6) 2019: events- "always sick, joint pain, brain fog, borderline rheumatoid arthritis" added from social media report. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), menorrhagia ('menorrhagia/menorrhea'), pelvic inflammatory disease ('her entire pelvic region was severely inflamed'), genital haemorrhage ('abnormal bleeding') and rheumatoid arthritis ('borderline rheumatoid arthritis') in a 40-year-old female patient who had essure (batch no. 787230) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst. Concomitant products included fexofenadine hydrochloride (allegra) for multiple allergies. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("severe migraines"). In (B)(6) 2015, the patient experienced abdominal pain lower ("cramping"), fibromyalgia ("fibromyalgia"), pelvic pain ("pain"), headache ("head pain") and pain ("body pain"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), dyspnoea ("shortness of breath"), menstruation irregular ("irregular periods"), abdominal distension ("bloating"), hypoaesthesia ("numbness throughout her body"), dyspareunia ("painful intercourse"), pyrexia ("fevers"), fatigue ("extreme fatigue"), allergy to metals ("allergic to nickel/ allergic reaction to the essure device"), malaise ("always sick"), arthralgia ("joint pain"), feeling abnormal ("brain fog") and rheumatoid arthritis (seriousness criterion medically significant). The patient was treated with gabapentin, hydrocodone and surgery (ablation, salpingectomy, hysterectomy laparoscopic salpingectomy with removal of essure coils. And underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, dyspnoea, menstruation irregular, abdominal distension, hypoaesthesia, dyspareunia, pyrexia, fatigue, headache, allergy to metals, malaise, arthralgia, feeling abnormal and rheumatoid arthritis outcome was unknown and the abdominal pain lower, migraine, fibromyalgia, pelvic pain and pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, arthralgia, dyspareunia, dyspnoea, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, malaise, menorrhagia, menstruation irregular, migraine, pain, pelvic inflammatory disease, pelvic pain, pyrexia, rheumatoid arthritis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 and (B)(6) 2011). Plaintiff states approximately 3 months after essure placement - hsg (hysterosalpingogram) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: fallopian tubes were occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia concerning the injuries reported in this case, the following one/ones was/were reported via social media: malaise, arthralgia, feeling abnormal, rheumatoid arthritis. Most recent follow-up information incorporated above includes: on 6-oct-2020: medical record received. Lot number was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), menorrhagia ('menorrhagia/menorrhea'), pelvic inflammatory disease ('her entire pelvic region was severely inflamed'), genital haemorrhage ('abnormal bleeding') and rheumatoid arthritis ('borderline rheumatoid arthritis') in a 40-year-old female patient who had essure (batch no. 787230) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst. Concomitant products included fexofenadine hydrochloride (allegra) for multiple allergies. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("severe migraines"). In (B)(6) 2015, the patient experienced abdominal pain lower ("cramping"), fibromyalgia ("fibromyalgia"), pelvic pain ("pain"), headache ("head pain") and pain ("body pain"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), dyspnoea ("shortness of breath"), menstruation irregular ("irregular periods"), abdominal distension ("bloating"), hypoaesthesia ("numbness throughout her body"), dyspareunia ("painful intercourse"), pyrexia ("fevers"), fatigue ("extreme fatigue"), allergy to metals ("allergic to nickel/ allergic reaction to the essure device"), malaise ("always sick"), arthralgia ("joint pain"), feeling abnormal ("brain fog") and rheumatoid arthritis (seriousness criterion medically significant). The patient was treated with gabapentin, hydrocodone and surgery (ablation, salpingectomy, hysterectomy laparoscopic salpingectomy with removal of essure coils. And underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, dyspnoea, menstruation irregular, abdominal distension, hypoaesthesia, dyspareunia, pyrexia, fatigue, headache, allergy to metals, malaise, arthralgia, feeling abnormal and rheumatoid arthritis outcome was unknown and the abdominal pain lower, migraine, fibromyalgia, pelvic pain and pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, arthralgia, dyspareunia, dyspnoea, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, malaise, menorrhagia, menstruation irregular, migraine, pain, pelvic inflammatory disease, pelvic pain, pyrexia, rheumatoid arthritis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 and (B)(6) 2011). Plaintiff states approximately 3 months after essure placement - hsg (hysterosalpingogram). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: fallopian tubes were occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: malaise, arthralgia, feeling abnormal, rheumatoid arthritis lot number: 787230 manufacturing date: 2010-10 expiration date: 2013-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and pelvic inflammatory disease ("her entire pelvic region was severely inflamed") in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst. Concomitant products included fexofenadine (allegra). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower ("cramping"), migraine ("severe migraines"), fibromyalgia ("fibromyalgia"), pelvic pain ("pain"), headache ("head pain") and pain ("body pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), dyspnoea ("shortness of breath"), menstruation irregular ("irregular periods"), abdominal distension ("bloating"), hypoaesthesia ("numbness throughout her body"), dyspareunia ("painful intercourse"), pyrexia ("fevers"), fatigue ("extreme fatigue") and allergy to metals ("allergic to nickel/ allergic reaction to the essure device"). The patient was treated with hydrocodone, gabapentin, surgery (hysterectomy laparoscopic salpingectomy with removalof essure coils.), surgery (ablation) and surgery (hysterectomy laparoscopic salpingectomy with removalof essure coils.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, pelvic inflammatory disease, vaginal haemorrhage, dyspnoea, menstruation irregular, abdominal distension, hypoaesthesia, dyspareunia, pyrexia, fatigue, headache and allergy to metals outcome was unknown and the abdominal pain lower, migraine, fibromyalgia, pelvic pain and pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, dyspnoea, fatigue, fibromyalgia, headache, hypoaesthesia, menorrhagia, menstruation irregular, migraine, pain, pelvic inflammatory disease, pelvic pain, pyrexia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2011 and (B)(6)2011). Plaintiff states approximately 3 months after essure placement - hsg (hysterosalpingogram) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet and medical records were received. Events per pfs: pain, head pain, body pain, allergic to nickel/ allergic reaction to the essure device and menorrhagia,entire pelvic region was severely inflamed were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.